Manufacturer narrative:
The case reports the patient requiring hospitalization for treatment of high blood glucose values because the patient was trying to use new pods which were not compatible, the patient required hospitalization and treatments to lower their bg's. No images were provided to document the pod compatibility issue. Specific device details including lot number/serial number weren't provided. No devices have been returned for analysis. Based upon the available information the allegation cannot be confirmed. Information related system use, and the need to having a "backup" plan to monitor blood sugar and respond to symptoms are included in the device user guide and risk documentation. Omnipod® 5 user guide pt-002111-aw rev. 04 04/25 if additional information becomes available this case will be reassessed. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported going to the emergency room and receiving treatment for hyperglycemia. The patient stated they had tried to use pods which were not compatible with the continuous glucose monitor they use. The patient's blood glucose rose to 30.1 mmol/l (541 mg/dl) while wearing the pod less than an hour. Symptoms reported include fatigue and thirst. The patient was treated with unspecified fluids and fast acting insulin (unspecified route). The patient was discharged from the emergency room approximately 5.5 hours later with a blood glucose reading down to 13 mmol/l (234 mg/dl). They were advised to not take any long-acting insulin for the next 24 hours and to use an insulin pen.